Event description:
It was reported that the patient received three inappropriate shocks due to noise on the right ventricular lead. The lead also had numerous short ventricle to ventricle intervals and a possible fracture. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the partial lead was returned in segments and analyzed and no anomalies were found. However, the exposed rv (right ventricular) defibrillation coil became extrinsically fractured due to a cut. Visual summary analysis of the lead indicated apparent explant damage. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Concomitant product: d274drg ICD, implanted: (B)(6) 2010. (B)(4).